Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The damaged package was returned to edwards lifesciences for evaluation.  Visual inspection was performed and the following was observed: the corrugated box and shelf box were severely torn; the corrugated box crushed on right corner; the pouch is also torn along the clear plastic and label; no visual abnormalities were observed on sheath, which was still packaged on the tray. Due to the nature of the complaint, no functional/dimension inspection was performed. The complaint was confirmed upon visual inspection. Based on visual inspection of the package, the complaints for packaging damaged, shelf box damage, and damaged pouch were confirmed. However, no manufacturing non-conformances were identified. Based on device history records (DHR) review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigation's supports that packaging has proper inspections in place to detect issues related to the reported events. Available information suggests that the issues relating to packaging was likely due to improper handling during shipping and occurred outside edwards¿ control. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions, nor a product risk assessment is required.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A photo provided by the site showed that the corrugated box and shelf box are torn and the pouch is damaged. Therefore, the complaint is confirmed. Per the IFU warnings: do not mishandle the device or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. During manufacturing, 100% packaging inspection of the pouch, shelf box, and shipper box was performed for the following: inspect the packaging and seal for general appearance and cleanliness; the pouch must not have any punctures, holes or damage; visually inspect shelf box and shipper box for discoloration and damage. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review revealed no other similar complaints for packaging damaged. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed no additional similar complaints. A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2019 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time based on the provided photograph, the complaint for packaging damaged was confirmed. However, no manufacturing nonconformance's were identified. Based on DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that packaging has proper inspections in place to detect issues related to the reported events. Available information suggests that the issues relating to packaging was likely due to improper handling during shipping and occurred outside edwards¿ control. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions, nor a product risk assessment is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), the packaging of the kit was noted to be damaged when it was received at the site. The package of the esheath was also damaged and sterile packaging of the esheath was torn and not sterile. Review of photo provided shows extensive damage to the esheath corrugated box, shelf box and a torn pouch.